Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2019) is considered to be a best estimate. This emdr was submitted to represent the bard/davol ventralex st (device #2). Additional supplemental emdr represents the bard/davol mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with painful umbilical hernia with obstruction or gangrene thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was dissected. A ventralex mesh (device #1) was placed and secure it with suture.¿ (B)(6) 2020 - patient was diagnosed with incisional hernia upper midline, adhesions thereby underwent open repair with lysis of adhesion and explant of ventralex mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿adhesions were taken down. Old ventralex mesh (device #1) was completely removed. The wound was irrigated. A ventralex st mesh (device #2) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with incisional hernia with obstruction, adhesions thereby underwent laparoscopic repair with lysis of adhesion explant of ventralex st mesh (device #2) and implant one bard soft mesh (device #3). Per operative notes, ¿midline adhesions were taken down. Old ventralex st mesh (device #2) was removed. A bard soft mesh (device #3) was placed and secure it with suture.¿